Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited ? No disposable clamp tubing" alarm with air in tubing. No patient injury reported.